Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was later reported that the system controller was exchanged and the alarm resolved afterwards.

Event description:
It was reported that during routine outpatient management, the patient reported about low battery advisory alarms even when they were connected to almost fully charged batteries. Log files confirmed the alarms. Relative state-of-charge (rsoc) line of the black cable of the system controller was triggering the alarms and showed also invalid values while the patient was connected to mobile power unit (mpu) and power module (ppm).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical low power advisory alarms was confirmed via the log files. The system controller, serial number: (B)(6), event log files were reviewed, and timestamps span approximately 6 days (08:04:52 on 30aug2025 to 17:35:11 on 04sep2025). Throughout the log files, multiple instances of low power advisory alarms were observed due to the relative state of charge (rsoc) signal of the black power cable briefly dropping below the designed alarm threshold. These alarms primarily occurred while the controller was connected to partially depleted batteries. Furthermore, a few instances of abnormal power cable disconnect and low power advisory alarms were also noted while the controller was connected to the mobile power unit. On 04sep2025, the driveline was disconnected for a system controller exchange, and the system controller was shut down. There were no other remarkable events or alarms found within this log file. The pump maintained a speed within the expected range while the driveline was connected. The returned system controller was functionally tested and was found to operate as intended during analysis. The controller successfully operated in a mock circulatory loop for an extended period of time. The backup battery was able to support the pump with no external power, and the system controller was able to perform multiple self-tests without any alarms being reproduced. Additional information provided stated that exchanging the system controller resolved the reported alarms. The root cause of the atypical alarms could not be conclusively determined during this investigation. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. B and the heartmate 3 patient handbook, rev. B are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas instructions for use (rev. B) section 3 entitled ¿powering the system¿ and the heartmate 3 patient handbook (rev. B) section 3 entitled ¿powering the system¿ cautions the user to always have at least one system controller power cable must be connected to a power source (either the mobile power unit or two heartmate 14 volt lithium-ion batteries) at all times, and to not rely on the system controller¿s backup battery, as it will only power the pump for a limited amount of time. The heartmate 3 lvas instructions for use (rev. B) section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook (rev. B) section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including power cable disconnect, low power hazard, backup battery fault, and no external power alarms. The heartmate 3 instructions for use (rev. B) section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook (rev. B) section 6 entitled ¿equipment maintenance¿ address how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook (rev. B) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for the heartmate 3 system controller, serial number: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.